Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, communication error and error in the internal memory. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the device generated three technical alarms indicating disabled valves, communication error and an internal memory error. The ventilator device control printed circuit board (pcb) was replaced and returned for technical investigation. Simulated use testing did not reproduce the reported issue, 24 hours ventilation on a test lung, and two pre-use check successfully passed without any kind of deficiency or errors. The root cause to the reported issue could not be established by this investigation.